Event description:
It was reported that, during a navio-assisted tka surgery, while conducting the stressed rom during registration, the navio suddenly and unexpectedly rebooted itself. The surgery was delayed, but its length is unknown. The patient was not injured.

Manufacturer narrative:
The device was used in treatment. During the tka procedure, the navio suddenly rebooted while conducting stressed rom during registration. Case log files were returned for evaluation. DHR review found that the software version (navio rc-5205) has been validated. A complaint history review identified similar events. We could confirm there was a relationship established between the reported event and the device. Review of the log files confirmed that the error occurred on entry into stressed rom collection (moving from non- stressed rom collection).